Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 24mmx3.5mm, eccentric, de novo target lesion was located in the tortuous and non-calcified proximal left circumflex (lcx) artery. The lesion contained >=90 degrees bend. Following predilitation, a 3.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and a significant bent was noted on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.